Event description:
It was reported that during a unspecified treatment procedure, a balloon rupture, removal difficulties, a shaft break, balloon fragment detachment and embolization occurred. The target lesion was located in a fistula of a superficial left basilic vein. The 8.0x40mm 40cm mustang balloon was advanced and inflated to 37 atms and the balloon ruptured. Upon removal of the device the physician encountered difficulty withdrawing the device through the sheath. The device broke in two locations and a section of the balloon detached and embolized into the right upper lobe pulmonary artery where it remains. Prolonged pressure to control bleeding at the access site caused the fistula to become partially thrombosed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a unspecified treatment procedure, a balloon rupture, removal difficulties, a shaft break, balloon fragment detachment and embolization occurred. The target lesion was located in a fistula of a superficial left basilic vein. The 8.0x40mm 40cm mustang balloon was advanced and inflated to 37 atms and the balloon ruptured. Upon removal of the device the physician encountered difficulty withdrawing the device through the sheath. The device broke in two locations and a section of the balloon detached and embolized into the right upper lobe pulmonary artery where it remains. Prolonged pressure to control bleeding at the access site caused the fistula to become partially thrombosed.

Manufacturer narrative:
Device evaluated by manufacturer - initial examination of the returned device noted that the balloon material was torn circumferentially. The tear occurred at approximately 25mm distal to the distal edge of the proximal balloon sleeve. The distal portion of the balloon was not returned for analysis. It was noted that the single lumen shaft was broken at 18mm distal to the lapweld area and that it was severely stretched. Two sections of single lumen shaft were returned for analysis measuring 26mm and 70mm, both sections were severely stretched, kinked and flattened. A visual and tactile examination of the remainder of the shaft noted a severe kink at the strain relief and again at 75mm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related, the complaint states that the balloon material was inflated past its rated burst pressure. The directions for use state "do not exceed the rated burst pressure". (B)(4).